Manufacturer narrative:
Result: damaged fowler.

Event description:
It was reported by service report that the fowler was damaged and could not lay flat. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.